Event description:
Patient was transcutaneously paced due to poor device function. Device was interrogated by abbott rep and device was not recognizing vfib/vtach and subsequently not defibrillating the patient. Cardiology was at bedside as well and transvenous pacing was discussed. Rij (right internal jugular) central line introducer (for planned transvenous pacing), right femoral cvc (central venous catheter), and left femoral arterial line were placed and patient coded again shortly thereafter. Acls was initiated again and rosc (return of spontaneous circulation) was obtained after defibrillation. The patient's family was brought to bedside, and they decided to opt for dnr (do not resuscitate). Patient gradually became hypotensive (despite maximum doses of 3 pressors and ivf (intravenous fluid) boluses) and he subsequently passed at 1646. This patient is a (B)(6) male, history of coronary artery disease, prior coronary bypass surgery. Prior stent placement, last performed 2023. History of valve in valve tavr (transcatheter aortic valve replacement). History of paroxysmal atrial fibrillation, prior electrical cardioversion last performed (B)(6) 2024. Presently in sinus rhythm. History of biv ICD (biventricular implantable cardioverter-defibrillator) implant, abbott crt-d (cardiac resynchronization therapy defibrillator) device last interrogated (B)(6) 2025.